Manufacturer narrative:
No malfunction suspected. End user stopped quickly and was not wearing the safety belt. Hoveround's owner's manual warns "to avoid serious injury or death, always wear your safety belt."

Event description:
End user reports while operating the power wheelchair in the kitchen, the end user stopped quickly and fell out of the unit. The end user reports not wearing the safety belt at the time of the incident.